Manufacturer narrative:
On 30th october, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, rust appeared on the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as it may cause contamination. The device involved in the event is powerled 700+ sf r k3 with serial number (B)(6) and catalog number ard568370935. Manufacturing date is 24th october, 2012. It was established that when the event occurred, the surgical light did not meet its specification as the paint chipping leading to rust occurrence could be identified as a technical deficiency. Device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The lack or degradation of the paint could be developing corrosion over time. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2020 getinge became aware of an issue with powerled surgical light. As it was stated, rust appeared on the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as it may cause contamination.